Event description:
The event occurred on an unspecified date and was reported via medwatch report # (B)(4)(attached) and involved a 60" (152 cm) appx 0.41 ml, smallbore ext set w/clamp, rotating luer. The customer reported that the tubing was noted to be leaking at n, the med tubing is cracked where it connects to the syringe. The device was immediately disconnected, placed and in bag. The original intended procedure was intact connection between tubing and connector. The device failed, broke, couldn't get it to work or stopped working. Other information about the patient that may have influenced the outcome of the event was preterm infant born at 27w5d gestation to mom with preeclampsia, premature labor with prom.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Manufacturer narrative:
H10 section.